Event description:
Information received indicates the bed is drifting into trendelenburg.

Manufacturer narrative:
The technician found the hydraulic manifold was malfunctioning internally. The account will replace the manifold to repair the bed.